Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review / investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2019, the doctor decided to power the 4.0 cannulated screw in, and the thread of screw scuffled and kind of unwound, and spun all over. The was able to be retrieved from the patient and then another screw was put in. The procedure and patient outcome are unknown. Concomitant devices: handpiece powered driver (part: unknown, lot: unknown, quantity: 1). This report is for a 4.0 mm cannulated screw 52 mm. This is report 1 of 1 for (B)(4).